Event description:
It was reported that, during a sacrocolpopexy procedure, an upsylon y-mesh was implanted in the patient. Sometime after implantation, during the follow-up period, she experienced mesh extrusion into the vagina and rectum, and ileus-related bowel complications, necessitating hospitalization as an additional intervention.

Manufacturer narrative:
A2 age at time of event: the exact patient age is unknown, but the patient is in the 31-40 years old age range. Block b3 date of event: date of event was approximated to october 01, 2024, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2006 captures the reportable event of mesh extrusion (vaginal exposure) and erosion (into another organ: rectum). Patient code e2328 captures the reportable code of bowel complications. Impact code f08 captures the reportable event of the additional intervention made due to the patient complications.

Manufacturer narrative:
Block h11: correction to block d2b: pro code. A2 age at time of event: the exact patient age is unknown, but the patient is in the 31-40 years old age range. Block b3date of event: date of event was approximated to october 01, 2024, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e2006 captures the reportable event of mesh extrusion (vaginal exposure) and erosion (into another organ: rectum). Patient code e2328 captures the reportable code of bowel complications. Impact code f08 captures the reportable event of the additional intervention made due to the patient complications.

Event description:
It was reported that, during a sacrocolpopexy procedure, an upsylon y-mesh was implanted in the patient. Sometime after implantation, during the follow-up period, she experienced mesh extrusion into the vagina and rectum, and ileus-related bowel complications, necessitating hospitalization as an additional intervention.